Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to myopotentials was observed on the device. Technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.